Event description:
The customer generated false negative alinity I hbsag results on a patient sample. On (B)(6) 2025, sid (B)(6) generated alinity I hbsag result of 0.07 s/co (reactive), repeat 0.04 (nonreactive) s/co. A new sample on (B)(6) 2025 generated alinity I hbsag result of 0.04 (nonreactive) s/co. The alinity I hbsag assay was recalibrated and the sample was repeated 0.05, 0.05, 0.05 (reactive). The account uses <0.05 s/co nonreactive interpretation. No further neutralizing confirmatory testing was performed. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag list number 8p08 that has a similar product distributed in the us, architect hbsag list number 4p53, and 510k/PMA/bla of p110029. Section a: no additional patient information is available an evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false negative alinity I hbsag results on a patient sample. On (B)(6) 2025, sid (B)(6) generated alinity I hbsag result of 0.07 iu/ml (reactive), repeat 0.04 (nonreactive) iu/ml. A new sample on (B)(6) 2025 generated alinity I hbsag result of 0.04 (nonreactive) iu/ml. The alinity I hbsag assay was recalibrated and the sample was repeated 0.05, 0.05, 0.05 (reactive). The account uses <0.05 iu/ml nonreactive interpretation. No further neutralizing confirmatory testing was performed. No impact to patient management was reported.

Manufacturer narrative:
Correction: section b5 unit of measure updated from s/co to iu/ml. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No return specimens were provided by the customer. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify increased complaint activity for the complaint lot or the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot or complaint issue. In-house retained kit of lot 68406fz00 was tested. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate for the complaint issue. Additionally, this hbsag assay should be used to quantify only those samples previously determined to be reactive by a neutralizing confirmatory test. Based on the available information no systemic issue and no product deficiency was identified.

Event description:
The customer generated false negative alinity I hbsag results on a patient sample. On (B)(6) 2025, sid (B)(6) generated alinity I hbsag result of 0.07 iu/ml (reactive), repeat 0.04 (nonreactive) iu/ml. A new sample on (B)(6) 2025 generated alinity I hbsag result of 0.04 (nonreactive) iu/ml. The alinity I hbsag assay was recalibrated and the sample was repeated 0.05, 0.05, 0.05 (reactive). The account uses <0.05 iu/ml nonreactive interpretation. No further neutralizing confirmatory testing was performed. No impact to patient management was reported.